Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was not able to see information on the patient programmer (pp) screen. She knew how to use the pp and did not need to use the antenna. The patient replaced the batteries in the pp less than 2 weeks prior to the report. Patient services troubleshooted the pp and the patient saw the sync icon on the pp screen after she pressed the sync button. The patient was not seeing the poor communication screen. Additional information from the consumer reported that she was still not able to get the pp to work. She kept on seeing the sync button even after attempting to sync the devices and she tried multiple times. It was noted that the patient was having issues connecting the programmer to her implant. There was no patient harm reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no follow up required. If additional information is received, a follow up report will be sent.